Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during a banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the speedband superview super 7 ligator head was returned for analysis. No visual residue was found on the device. A visual examination of the returned device found that six (6) bands were present on the ligator head with four (4) of the bands moved out of position. It was noted that the suture was broken with a portion remaining on the ligator head. It was noticed that the ligator head teeth was damaged with one tooth broken off. It is possible that the trip wire was not properly tightened and secured during the procedure or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands and damage the ligator head teeth. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the mid-esophagus during a banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.